Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026 and patient does not know what led up to the event. The site of insertion was abdomen. The blood glucose level was high (300 mg/dl) for about two hours which was treated by manual injection. No further information available.